Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to clear the alarm. Customer receive request for the insulin pump rewind. Customer was able to rewind the insulin pump. Customer reported that the insulin pump battery runs out too fast and the insulin pump took long time to recognize the battery. Customer reported battery failed alarm. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Alarm did not occurred on battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, customer alleged insulin pump's battery lasting less than 1 week, failed battery test, and unexpected power loss. Pump successfully downloaded traces and history file using thump. Insulin pump passed active current measurement, self-test, and displacement test. However, pump received with unexpected battery power loss and had high sleep current. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/ electrical board 1. Multiple pump error 25 found on (B)(6) 2022 14:00:00, (B)(6) 2022 02:00:00, and (B)(6) 2022 06:00:00 , low battery alerts (B)(6) 2022 03:09:00 and failed battery alert on (B)(6) 2022 11:01:20 , anomalies from customer were found in the history files or traces. Therefore, battery change occurred in less than 1 week. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped electrical board 2 board with a test board and sleep current measurement passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, damaged display window cover, and cracked case. In summary, customer allegation for insulin pump's battery lasting less than 1 week was confirmed during testing where pump didn't pass sleep current. Swapped electrical board 2 board with a test board and sleep current measurement passed. Problem isolated to electrical board 2. Pump error 25 confirmed in the insulin pump history files and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /electrical board1. Failed battery not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.